Manufacturer narrative:
Continuation of d10: the section d information references the main component of the system. Other relevant device(s) are: etlw1616c124ee s/n: (B)(6); use by date: 2024-02-01; upn # 00763000574994. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received: the event was reported as resolved 47 days post the index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was reported that the CT scan taken one week after the index procedure revealed that the bony spinal canal and some root canals have stenosis as result of degenerative changes. Possible left-sided prolapse in l4/l5. The patient was referred to physiatrists. The patient was also referred to a cardiologist and had a consultation one week after the onset of symptoms of chest pain and it was determined that there was no need for coronary-angio or other cardiac examination. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: the term used to refer to the adverse event of chest pain has been updated to 'chest pain of unknown cause'. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was reported that the patient recovered from the buttock claudication. The patient attended four physiotherapy sessions in a period of four months and received rehabilitation instructions. These measures helped alleviate the symptoms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was reported that the buttock claudication resolved approximately 9 months after its onset. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii/iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm as part of the advance study.  It was reported 8 days post the index procedure the patient had chest pain at rest described like a point like pain in the left side in the lower part of the pectoral muscle. Nitroglycerin was given and chest pain eased. No ischemia was seen on ECG. Troponin level was noted as low. 2 days later the patient woke with squeezing chest pain. Changes seen on ECG were seen - sinus rhythm, first degree heart block, somewhat widened qrs complex as before not indicative of acute ischemia. Referral to cardiology. The patient was hospitalized until 3 days after symptoms presented. The patient also reported symptoms of buttock claudication 8 days post the index procedure. When walking the patient reported they had to stop every 50 meters due to burning sensation in buttocks with pain radiating to the back. CT of lower limbs showed the right internal artery is open and the left internal iliac artery is occluded (already occluded in the primary CT image). It was thought that the problem is probable not of vascular origin. The sponsor assessed the cause of the chest pain is probable related to the index procedure, not device related or not related to underlying disease. The site assessed the claudication as not procedure or device related. The sponsor assessed the cause of the claudication as probable related to the index procedure, not device related or not related to underlying disease.

Manufacturer narrative:
Additional information received: the site updated the adverse event of buttock claudication to spinal stenosis and assessed it as not related to the device, procedure, or any underlying condition or disease medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: the outcome status of spinal stenosis was documented as recovering/resolving. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.